Manufacturer narrative:
A steris technician inspected the surgical table and was unable to duplicate the reported event, found no issues with the table, and stated the user facility was also unable to duplicate the reported event. As a precaution, the technician replaced a check valve, tested, and successfully returned the table to service.

Event description:
The user facility reported that during a patient procedure the surgical table lowered without being commanded to do so. Hospital staff transferred the patient to another surgical table where the procedure was completed successfully without further incident. No injuries were reported to hospital staff or patient.